Event description:
It was reported that the patient stated that his inflatable penile prosthesis (ipp) pump is hard as a rock and he is not able to squeeze it. Patient service specialist gave him the burp technique and recommended the anti stiction maneuver; also recommended that he pull down on the pump bulb to straighten any kinks or folds that may be occurring. He will try the maneuvers and will contact if he needs further assistance. The patient also requested assistance in finding a prosthetic specialist in the dallas area, as he has just moved there. He was referred to edcure.org to assist in finding a local physician. No more information available at the moment.